Event description:
It was reported that: "the stem was grossly loose. The surgeon removed the above listed components and replaced the liner with a 10 deg series ii cross fire 32mm liner a 17x195 stem with a 21mm +0 body and a +4mm 32mm head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.